Event description:
It was reported that upon interrogation of remote transmission, non-sustained lead noise due to post paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.